Event description:
It was reported that (3) al326 were used during a "evh" procedure. It was reported by the rep that the jaws of the al326 would not open and release the clip on three separated clip appliers. The clips would not release and the vein was damaged. A total of three appliers needed to be used to complete the case. There was an extended o.r. Time.